Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one plasma patient sample on a dimension xpand without hm instrument. The plasma sample was repeated on the same instrument, and the same results were obtained. The customer discussed the results with the physician(s), as the results did not match the patient's clinical history. The patient was redrawn at a hospital and the results were higher. The customer ran the patient's serum sample on the same instrument and results matched those of the redraw. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer discovered the issue was isolated to the plasma tube sample, as quality controls were in range and the expected results were obtained using a serum tube. The customer did not want to troubleshoot the device with tsc. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.